Manufacturer narrative:
Hypopigmentation that was alleged to be visibly marked years later and have not improved with time and is being reported as a serious injury due to recommendation from abbvie medical safety. Hypopigmentation is an known event with coolsculpting treatment. Physical asymmetry: according to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. An adverse event requiring surgical intervention as indicated by patient doctor. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Patient reported ¿permanent discoloration and visible deformities. The affected areas remain visibly marked years later and have not improved with time. In addition to the discoloration, the tissue and contour in these areas appear uneven and damaged, causing both physical discomfort and significant emotional distress, permanent skin and tissue changes of this nature, and the outcome has had a lasting negative impact on confidence, comfort, and quality of life,¿ after receiving treatment performed in 2021 on the patient¿s inner thigh using an unknown applicator for the coolsculpting system post-treatment.